Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetes ketoacidosis. The customer¿s blood glucose was 615 mg/dl. The customer declined the high blood glucose troubleshooting. The customer was in diabetes ketoacidosis, that was due to the cannula was not in his body it was stuck to the tape. The customer put a sensor on and he was having trouble getting them to link up and find each other. The troubleshooting was performed for the loss of communication. The insulin pump will not be returned for analysis.